Manufacturer narrative:
This MDR is a result of retrospective review of complaints. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The user reported skin irritation caused by the clear adhesive patches. The user has a history of sensitive skin and is reported to have not used any kind of lotions or creams on the area. Tegaderm dressing was not being used. The hcp was aware of the irritation and prescribed fluticasone spray for the irritation. No further resolution was necessary for this complaint.

Event description:
On march 22, 2024, senseonics was made aware of an incident where the user reported irritation while using the clear adhesive patches.